Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked at the luer lock. Reportedly, the luer lock connection had not been twisted on properly and was not straight. The customer successfully tightened the luer lock connection to address the event. The customer's blood glucose level was 125 mg/dl.